Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the patient reports the steps taken to resolve the device that stopped working as well as the lack of stimulation sensation was the patient tried the remote with no response and unable to communicate. The patient went to the healthcare provider office and there was no communication with the healthcare provider device neither.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v898157, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor. The consumer reported that they had a loss of therapy following a fall in the ocean which resulted in a broken kneecap. This could be related to the device issue. It was not working. The patient did not feel stimulation and got the poor communication screen on the patient programmer both with and without the antenna. The patient's bladder was "working good until this fall." No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.